Manufacturer narrative:
Correction: h4. Additional information: h6 and h11. H11: the actual device was not available; however, two drawings of the cartridge set were provided for evaluation. Visual inspection of the drawings identified the location of leak in the area where the venous patient line is connected to the venous cassette. In addition, three (3) retention samples were evaluated and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported event was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak along the venous line of the cassette was observed from a gambro cartridge set at the time of patient connection for hemodialysis therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.